Event description:
Pt reported, the menu and the check button on the infusion device are defective. The infusion device housing is also damaged, and the rubber around the up/down button fell off. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.